Event description:
The customer reported that the device did not provide an adequate seal as the tissue was oozing. The surgeon used another device without further consequence. There was no patient injury or ill-effects. No medical intervention was required. Thee was no unanticipated tissue loss, tissue damage or significant bleeding. No extension to the surgical time was required and nothing fell in the surgical cavity.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.